Manufacturer narrative:
G4: 08oct2020. B4: 09oct2020. The occurrence of "alarm led failed" alarm was confirmed and the same phenomenon was previously observed. The reported phenomenon was duplicated. Confirmed the error was consistent with alarm led failed occurred in the unit. The power switch overlay needs to be replaced. The customer cancelled repair. Therefore, the device was returned unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported "alarm light emitting diode (led) failed" alarm illuminated. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.